Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a change sensor alert. Customer stated that she performed the self-test on the pump and passed the watertight test that was done 2 hours ago. Customer stated that the transmitter passed as well. Customer's blood glucose level was 7.4 mmol/l at the time of the incident. Customer stated that the electrode was straight but it was shorter than the usual length. It was explained that the short electrode was the probable cause of the sensor error and it was probably pulled towards the sensor during the insertion.